Manufacturer narrative:
Product event summary: the data files and balloon catheter 2af283, with lot number 24985, was returned and analyzed. The data files showed that at least 9 applications were performed with the returned balloon catheter without any issues on the date of the event. Additionally, 6 applications were performed with a non-returned balloon catheter on the date of the event. System notice 50013 ¿the refrigerant level is too low to continue.¿ was confirmed on one application. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. The balloon catheter failed the performance test due to system notice 50005 "the safety system has detected fluid in the catheter and stopped the injection" which appeared during the integrity test. The dissection test showed a kink on the guide wire lumen at 1.603 inch from the tip of the catheter. Pressure test showed a breach through the kink on the guide wire lumen. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.